Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. Catheter and guidewire were delivered seperatly. The guidewire coiling was defective probably due to rotation of the guidewire along with the helix. A new guidewire can not be inserted probably due to residues. Only a poor aspiration rate is achieved. After opening the catheter, dense thrombus with fibrotic material is found inside. After removing the thrombus and fibrotic material the catheter is run again and aspiration capacity of 64 ml/min is achieved. It is very probable that the the fibrotic material inside the helix lead to a stuckage of the guidewire. Therefore the guidewire rotated along with the helix what lead to decoiling and breakage of the guidewire. Therefore, the investigation was confirmed for the reported mechanical jam, physical resistance/sticking and break issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the catheter allegedly stopped working. It was further reported that the guidewire was allegedly stuck with the catheter and was removed as a unit. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device expiry date: 08/2024.

Event description:
It was reported that during a procedure, the catheter allegedly stopped working. It was further reported that the guidewire was allegedly stuck with the catheter and was removed as a unit. There was no reported patient injury.